Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer inserted the sensor, the sensor did not go in and the electrode was missing. Customer's blood glucose level was 3.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula was found retracted inside of the sensor base. No broken cannula was noted. It could not be confirmed if the customer received the sensor in said condition due to the product being returned opened and used.